Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implant procedure, while attempting to screw the lead in, they were unable to secure it to the pacemaker. It made a noise but wouldn't hold the lead. They used a different pacemaker and had no further problems.